Event description:
It was reported that the patient had lost consciousness. A ambulance arrived and tested the patient's blood glucose (bg) values, that dropped to less than 40 mg/dl. For treatment, the patient was revived by the paramedics. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.